Manufacturer narrative:
This supplemental report is being submitted to correct the following sections of the previously submitted initial MDR: b1-checking off "product problem" in addition to the adverse event, h6-component coding and medical device problem code. These corrections were based on an external review of the complaint. In addition, per internal review, the following sections were also updated: a1, e1, g2, g3, g6, h2, and h5.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc checked the subject device and found that there were dents on the distal end cap and there were chips on the adhesive of bending section rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, the causal relationship between the reported event and the subject device was unknown, and the exact cause of the reported event could not be conclusively determined. In addition, it was considered that the dents on the distal end cap might have been caused by external stress (interference with a sharp object, etc.) Or contact with some object during handling by the user, but it was difficult to identify whether it occurred under various circumstances. Also, it was considered that there was possible the reported adhesive chips on the bending section rubber might have been caused by the accumulation of physical stress such as squeezing and rubbing during the reprocessing, and other sudden physical stress on the distal end. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the diagnostic colonoscopy using the subject device, the insertion section of the subject device touched the wall of the patient's large intestine and caused bleeding. Hemostasis was performed and the procedure was completed. No subsequent health hazards have been reported. The doctor said that there was no abnormality on the exterior of the subject device, but the doctor might have been caught in some kind of bulge and bleeding. The occurrence date of the event was unknown. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens. There were no reports of extension of the procedure, or further patient outcome or injury associated with this event.